Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am2020, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was very fragile and brittle. The suture broke at time of surgery. Another like device was used. There were no adverse patient consequences. No additional information was provided.